Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to pump migration and folding of the reservoir upon itself. The cylinders were also noted to be too short for the patient. The existing device was explanted and replaced with a new ipp. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to pump migration and folding of the reservoir upon itself. The cylinders were also noted to be too short for the patient. The existing device was explanted and replaced with a new ipp. No patient complications were reported.